Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 13 nov 2018: the patient had experienced a stoma site boil a total off three times and had stoma site redness, stoma site soreness, and stoma site drainage with all three stoma site boils. The patient was unsure when the first and second stoma site boils occurred, which were treated with hot water, soap, hydrogen peroxide, and antibiotic cephalexin. At the time of this report, the patient was currently healing from the third stoma site boil that started on an unknown date, which was treated hot water, soap, hydrogen peroxide, and an unknown over the counter antibiotic cream.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced site irritation and a boil around the peg / j site which was treated with hot, soapy water, peroxide, and an unspecified oral antibiotic.